Event description:
Pulmonetic systems, inc. Received a call from a representative of a care center on 07/02. The representative reported the following problem: vent will not power up. When on/standby is pressed, vent inop led will light momentarily, but not start up.